Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a colonic stricture due to cancer during metal stenting procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During procedure, the stent failed to open while trying to open the stent at the stricture site. The physician attempted multiple times to deploy the stent however it did not open. The procedure was not completed as it was aborted. There were no patient complications as a result of the event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6); reported here as the address exceeded character limit for the designated field. Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure. Block b5: has been updated with the additional information received on may 16, 2025. Block e1 initial reporter facility name and initial reported address has been updated with the additional information received on may 16, 2025.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a colonic stricture due to cancer during metal stenting procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During procedure, the stent failed to open while trying to open the stent at the stricture site. The physician attempted multiple times to deploy the stent however it did not open. The procedure was not completed as it was aborted. There were no patient complications as a result of the event. Additional information received on may 16, 2025: the type of procedure performed was colonoscopy.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure. Block h11: a wallflex colonic stent and delivery system was received for analysis. A visual examination of the returned device found the stent partially deployed, therefore the functional testing related to the deployment of the stent, by actuating the delivery system (slide the handle back along the stainless-steel tube) was performed and high resistance was felt. The stent was not able to be deployed due to the stainless steel was found kinked. Also, the blue outer sheath was found unraveled and kinked. The product analysis confirmed the reported event of stent failure to deploy, as the device returned with the stent partially deployed, therefore the functional testing related to the deployment of the stent, by actuating the delivery system (slide the handle back along the stainless-steel tube) was performed and high resistance was felt. The stent was not able to be deployed due to the stainless steel was found kinked. Also, the blue outer sheath was found unraveled and kinked. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician, could have resulted in the damages encountered to the device, these damages could unable deployment of the stent during the procedure causing partially deployment. For the reported event of cancelled/rescheduled - post sedation/sedation unknown, this event cannot be confirmed as this happened during the procedure and there is no way to replicate it in the laboratory and there is no objective evidence or descriptive information available to establish the cause of the reported event. Therefore, a review and analysis of all available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the colon to treat a colonic stricture due to cancer during colonoscopy with metal stenting procedure performed on (B)(6) 2025. The patient's anatomy was tortuous and was dilated prior to stent placement. During procedure, the stent failed to open while trying to open the stent at the stricture site. The physician attempted multiple times to deploy the stent however it did not open. The procedure was not completed as it was aborted. There were no patient complications as a result of the event.